Manufacturer narrative:
(B)(4). The sample was received and evaluated. A visual inspection was performed and found the package was open and seal strip tape was on bag to close it. The root cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The overpouch was unsealed before opening.